Event description:
New information received on 01/16/2019 indicating that the right atrial lead also exhibited noise. The patient was not symptomatic to the noise. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited noise on the atrial channel and high threshold was noted on the right atrial lead. The device was explanted and the lead was capped and replaced on (B)(6) 2018. No additional information was reported.